Manufacturer narrative:
This device is not sold in the united states but is similar to the other cordis pta catheters sold in the us. The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During inflation of a 5mm6cm155 saber rx percutaneous transluminal angioplasty (pta) the pressure gradually decreased during the second inflation. The physician commented that the device had a pinhole on it. It was replaced with a new balloon catheter and the procedure was successfully completed. There was no reported patient injury. The product it will be returned for analysis. The target lesion was the iliac artery. The patient¿s vessel level of tortuosity was unknown. The vessel was calcified. The rate of stenosis was unknown. An ipsilateral retrograde approach was made. A guidewire crossed the lesion and a saber pta (complaint product) was delivered to the lesion as a pre-dilatation. The initial inflation was made without any issue. However, when it was inflated again after it changed the position, the pressure gradually decreased. The physician attempted to apply pressure, but the same issue occurred. It was removed from the patient and was applied pressure again but the same issue occurred. The physician commented that the balloon might have damaged by the calcification and had pinhole on it. The patient is recovering well. The complaint balloon was stored, treated and prepped as per the IFU. It was confirmed that there was no kink or damage on the product and its cover prior to use. No unusual force was applied during insertion. No difficulty was confirmed while advancing the vessel. There was no issue using it with other concomitant devices prior to this event. It was removed without separation. The patient¿s information was unknown.

Manufacturer narrative:
Additional information was received that there was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. The indeflator was by boston scientific and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The catheter was never in an acute bend. The balloon inflated normally and the maximum inflation pressure was 12 atm. During the initial inflation, the pressure was maintained, but during the second inflation the balloon had pinhole rupture. The procedure was for the iliac artery. During inflation of a 5x60mm 155cm saber rx percutaneous transluminal angioplasty (pta) the pressure gradually decreased during the second inflation. The physician commented that the device had a pinhole on it. It was replaced with a new balloon catheter and the procedure was successfully completed. There was no reported patient injury. The target lesion was the iliac artery. The patient¿s vessel level of tortuosity was unknown. The vessel was calcified. The rate of stenosis was unknown. An ipsilateral retrograde approach was made. A guidewire crossed the lesion and a saber pta catheter was delivered to the lesion for pre-dilatation. The initial inflation was made without any issue. However, when it was inflated again after it changed the position, the pressure gradually decreased. The physician attempted to apply pressure, but the same issue occurred. It was removed from the patient and was applied pressure again but the same issue occurred. The physician commented that the balloon might have damaged by the calcification and had pinhole on it. The patient is recovering well. The complaint balloon was stored, treated and prepped as per the IFU. It was confirmed that there was no kink or damage on the product and its cover prior to use. No unusual force was applied during insertion. No difficulty was confirmed while advancing the vessel. There was no issue using it with other concomitant devices prior to this event. It was removed without separation. A non-sterile saber rx5mm6cm155 catheter was received coiled for analysis inside a plastic bag. Per visual analysis, the balloon seemed to have been previously inflated /deflated. No other anomalies observed. A leak test was performed: water was applied to the catheter and a leakage was observed in the proximal section of the balloon. Sem analysis results showed that the external surface of the balloon presented evidence of scratches and abrasions near the balloon rupture, and it¿s very likely that the same factors that caused the scratches and abrasion marks on the balloon¿s outer surface could have also contributed to the rupture found on the received balloon. The internal surface did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17564795 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the rupture reported by the customer could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics (calcified, as stated by the physician) may have contributed to the reported event as calcified/resistant lesions can damage the balloon as evidenced by the scratches/abrasions found on the balloon during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Conclusion was updated with additional information received. During inflation of a 5x60mm 155cm saber rx percutaneous transluminal angioplasty (pta) the pressure gradually decreased during the second inflation. The physician commented that the device had a pinhole on it. It was replaced with a new balloon catheter and the procedure was successfully completed. There was no reported patient injury. The target lesion was the iliac artery. The patient¿s vessel level of tortuosity was unknown. The vessel was calcified. The rate of stenosis was unknown. An ipsilateral retrograde approach was made. The complaint balloon was stored, treated and prepped as per the IFU. It was confirmed that there was no kink or damage on the product and its cover prior to use. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. A competitor indeflator was used, and the same indeflator was used successfully with other devices. A guidewire crossed the lesion and a saber pta catheter was delivered to the lesion for pre-dilatation. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The catheter was never in an acute bend. No unusual force was applied during insertion. No difficulty was confirmed while advancing the vessel. There was no issue using it with other concomitant devices prior to this event. The initial inflation was made without any issue. The balloon inflated normally and the maximum inflation pressure was 12 atm. However, when it was inflated again after it changed the position, the pressure gradually decreased. The physician attempted to apply pressure, but the same issue occurred. It was removed from the patient and was applied pressure again but the same issue occurred. The physician commented that the balloon might have damaged by the calcification and had pinhole on it. The patient is recovering well. It was removed without separation. A non-sterile saber rx5mm6cm155 catheter was received coiled for analysis inside a plastic bag. Per visual analysis, the balloon seemed to have been previously inflated /deflated. No other anomalies observed. A leak test was performed: water was applied to the catheter and a leakage was observed in the proximal section of the balloon. Sem analysis results showed that the external surface of the balloon presented evidence of scratches and abrasions near the balloon rupture, and it¿s very likely that the same factors that caused the scratches and abrasion marks on the balloon¿s outer surface could have also contributed to the rupture found on the received balloon. The internal surface did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17564795 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the rupture reported by the customer could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics (calcified, as stated by the physician) may have contributed to the reported event as calcified/resistant lesions can damage the balloon as evidenced by the scratches/abrasions found on the balloon during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned and device available for evaluation? Was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.